Manufacturer narrative:
Device passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected low battery alarm, failed battery test alarm or battery out limit alarm anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received replace battery now alert. The customer¿s blood glucose level was 17.9 mmol/l. The customer states, alarmed low battery after replacing several batteries. Also failed battery test kept coming. Tried 4 times. The alarm was cleared before inserting new battery. But the alarm kept coming. The insulin pump will be returned for analysis.